Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited high pacing impedances of 1800 ohms, and high thresholds. The lead was not pacing even after changing to a higher output. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.